Manufacturer narrative:
Date of event was reported as "last month". The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer's representative reported that they had a loss of therapy from their implantable neurostimulator (ins) following a fall last month. They lost coverage that was going across their back. An impedance and lead check showed values of 39,000 ohms on electrodes 0 <(>&<)> 7 and >40,000 ohms on electrodes 1-6. The manufacturer&#62688;representative was able to program the ins to get coverage that was going down the patient's right leg but not across their back. The issue was not resolved at the time of report. A surgical intervention was to be scheduled at a later date. The patient status at the time of report was noted as "alive" no injury". The indications for use for the implanted device were noted spinal pain. If additional information is received, a follow up report.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that impedances were noted on leads 0-7 and the lead appeared to be damaged. The right lead was reprogrammed and the majority of the pain was in their right leg. The lead was explanted and replaced on (B)(6) 2017 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Has been updated to "malfunction" from "serious injury" as the information indicates no surgical intervention occurred. Correction: it was determined that report number 3004209178-2016-24059 contained a duplicate of the event contained within this report (report number 3004209178-2016-13359). To this end, if any additional information is received, it will be submitted under report number 3004209178-2016-13359, rather than 3004209178-2016-24059. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that, in regards to the cause of the shocking and no longer having stimulation, the patient fell causing damage to the leads. The actions taken to resolve the issue included reprogramming performed on (B)(6) 2016.